Manufacturer narrative:
The investigation determined that non-reproducible falsely elevated trop I es results were obtained from two different patient samples processed on the vitros eci immunodiagnostic system. The investigation could not determine a definitive cause. The possibility that an analyzer related event or poor daily maintenance specific to cleaning of the sample trays contributed to the biased results could not be ruled out. Additionally, the investigation determined the samples in question were not processed (centrifuged) in accordance with the sample tube manufacturer's recommendations. The root cause of this event is unknown.

Event description:
The customer obtained non-reproducible higher than expected vitros trop I es results from two different patient samples when processed on the vitros eci immunodiagnostic system. A biased result of the direction and magnitude observed may lead to inappropriate physician action. The non-repeatable higher than expected vitros tropi es result for one patient (patient 1) was not reported from the laboratory. The non-repeatable higher than expected vitros tropi es result for the second patient (patient 2) was reported from the laboratory, and a corrected result report was issued once identified. There was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc. (B)(4).